Manufacturer narrative:
H3: device evaluation - lens was returned in a liquid vial. Visual inspection found the lens without any visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim: (B)(4).

Manufacturer narrative:
B3: unknown, h6: work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and blurred vision. On a later date the lens was explanted. On the same day but separate surgery the lens was replaced for a longer length lens and the problem was resolved. Cause of the event was reported as "other" and stated, "needed a longer lense 13.2 was to small."